Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Loss of hearing performance was noticed. It is unknown if a trauma occurred. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been provided yet.

Event description:
Loss of hearing performance was noticed. It is unknown if a trauma occurred. Reimplantation is considered but not yet scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Loss of hearing performance was noticed. It is unknown if a trauma occurred. No redness or swelling was observed over the implant site. The recipient has been re-implanted.